Event description:
Report received of an unrequested bolus delivery. The device was programmed in the pca only mode to deliver morphine 1mg/ml, with a 1mg pca dose, a 30 minute patient lockout , and a 24mg 4 hour limit. The customer contact reported that at approximately 3:20 p.m, the device was moved and it "started giving a dose". The staff "assumed" the patient had pushed the pendant button. At approximately 5:50 p.m, the staff noted that when the bed was bumped, the device, "beeped and a dose was delivered." The patient was reportedly "no where near the button," at the time of delivery. The staff reportedly observed the patient for "several hours." There were no reported adverse patient effects. No medical interventions were required. The customer contact reported that the device "held its parameters" and the patient "did not receive an overdelivery." The device was removed from clinical service.